Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
The manufacturer was contacted by a user of a ds2adv auto CPAP device with an allegation of patient harm. Per the legal department, the patient alleges eye irritation, nose irritation, and inflammatory response. No other clinical or medical interventions were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted by a user of a ds2adv auto CPAP device with an allegation of patient harm. Per the legal department, the patient alleges eye irritation, nose irritation, and inflammatory response. No other clinical or medical interventions were provided. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: (device) problem code grid (1), evaluation method code, evaluation results code and conclusion code grid has been updated. Box a: patient identifier (rfb) updated. Box e updated. Box g:report source (rfb) & report source - other updated.